Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the liquid crystal display was broken and additionally noted that the hanger was cracked and the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken display. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the product was returned for service.